Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a underdosage of the treatment. Patient usually puts 50cc with a speed of 0.7cc/h. He noticed that with this pump the amount remaining in the cassette at the time of the change was higher than usual. Usually, the tape is almost empty and there it was 2/3 full. It had never done it before. There were no unusual symptoms. There were no alarms during use. There was patient involvement.